Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as a ¿black smear¿, was seen on the surface of a bd insyte¿ IV catheter before use. There was no report of injury or medical interventions.

Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7020251. The root cause cannot be determined as no samples were returned for investigation.